Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 4.5cm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the patient developed an unknown leak and the aneurysm continued to grow. Patient presented with a rupture. Patient was treated by an open conversion and an attempt to place tape around the top of the main body to resolved the unknown endoleak the patient expired due to the surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The patient expired due to the ruptured aaa. During the examination and laparotomy a type ia endoleak was confirmed. The type ia was controlled by external banding around the top of the graft. The decision was made my family members not to return patient to treatment. Patient expired within 24hrs. The physician noted the progressive dilatation of infrarenal neck was noted (29mm at initial index procedure and grew to 35mm on last pre-rupture CT) low placement of the stent graft due to identification of the left lower pole of the renal artery contributed to the type ia endoleak. In addition, the physician noted that the following additional ancillary procedures contributed to the event: 1) left cia aneurysm growth - extension of graft into eia <(>&<)> coil 2) kink in left eia graft -rx with balloon exp stent deployed and 3) type2b lumbar endoleak. The physician noted no graft fabric failure.